Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse noticed that during the dilution check, the probe was hitting the bottom of the cup and not level sensing. Cse replaced the conduit and moved the probe to cup alignment. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed potassium patient result was obtained on a dimension exl with lm instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate dimension exl with lm instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to discordant, falsely depressed potassium patient result.